Manufacturer narrative:
There is no indication of any infection being present at the time of explant. No reports of any trauma or excess activity from the patient. The patient is noted to have a very low bmi and chronic steroid use, however it is unclear if those conditions played a role in the implant eroding through the skin and becoming exposed.

Event description:
The patient was implanted with a nalu nerve stimulator system on (B)(6)2024 to treat upper back pain. On (B)(6) 2025 the patient noted that the lead implanted in the thorasic paraspinal tissue appeared to be eroding through the skin. The physician was notified and the patient was seen on (B)(6) 2025 for evaluation. Upon examination, the physician determined that the anchor holding the lead in place was migrating up and through the skin. No redness, swelling, or discharge was noted at any of the surgical sites or the location of the exposed implant. All lab cultures were reported as normal and the patient stated no fever or chills. On (B)(6) 2025 the physician removed the exposed lead, irrigated the site with antibiotics, and closed the site, leaving the implantable pulse generator (ipg) and the second implanted lead in place. The patient was administered oral antibiotics for home use as a precaution.